Event description:
Customer's wife reports customer received blood glucose reading of 79 mg/dl while using the advantage system. Wife reports customer took 10 units of novolin 70/30 and began to eat supper. Wife reports 15-20 minutes later customer became unresponsive; retested with blood glucose result of 61 mg/dl and paramedics were called. Paramedics tested customer on their meter with blood glucose result below 20 mg/dl; treated him with an IV and 2 dextrose push. Meter results do not match customer's symptoms. Customer threw strips out; a replacement was sent.